Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent kyphoplasty procedure at l1 due to vertebral compression fracture. Intra-operatively, the balloon ruptured. Once the rupture happened, it was removed from the patient and the procedure was completed with original product. No patient complications were reported as a result of the event.